Manufacturer narrative:
The investigation of the reported issue has been finalized. According to the information received from our field service engineer (fse) the ventilator failed multiple tests during pre-use check. The reported issue with failing pre-use check tests has been confirmed during evaluation of received problem description and service report. There is nothing in provided logs to confirm the reported issue as the logs have been deleted. Our fse was on site and after replacing and trying multiple things, he could narrow the issue down to the control pc board. After replacing the control pc board the unit began to work. The fse performed a full calibration and tested the unit. The unit passed all functional and safety tests and was returned for clinical use. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).